Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and failure to sense. X-ray examination confirmed that the lead dislodged due to the patient's twiddler syndrome. The lead was explanted and replaced. This lead is not expected to return. No additional adverse patient effects were reported.